Event description:
A customer reported a malfunction with their insulin pump but did not mention any notable events leading up to the issue. There was no reported adverse impact to customers blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.